Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Event description:
It was reported that the patient is monitored due to unknown reason and a revision surgery is planned. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Additional information received indicates that information does not meet the definition of a complaint. Up to now there is no device involved in this complaint, the surgeon just asked for biobottles for future surgeries. Therefore we consider this case as "not a complaint" zimmer biomet`s reference number is (B)(4).